Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site area number 23 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. The clinician reports that the reason for the implant's failure was implant loose and pulled out with fingertips. The implant was removed on (B)(6) 2013 due to mobility. Med history: no significant findings.